Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular - lv lead caused a perforation. The cardiac perforation was resolved. The lv lead was implanted and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.